Manufacturer narrative:
(B)(4). Brand name, lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect platinum filter. Expiration date: unknown as lot# is unknown. Device manufacture date: unknown as lot# is unknown. Investigation is still in progress. (B)(4).

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect platinum filter in (B)(6) 2014, at (B)(6). Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.